Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for high ketones on (B)(6) 2016 with a high blood glucose level of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. Customer was wearing the pump at the time of hospitalization. The customer stated that they woke up with high blood glucose and the smell of insulin because they did not insert the cannula correctly in the body. The needle never penetrated the skin. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.